Manufacturer narrative:
This case, with patient identifier (B)(6) (nano) is related to case with patient identifier (B)(6) (aviva). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 90 mg/dl (aviva) and 44 mg/dl (nano). No adverse event reported. Return of suspect device was requested and replacement was sent.